Manufacturer narrative:
The vascade mvp was not returned for evaluation. Since the vascade mvp lot number was not provided the device's manufacturing records cannot be reviewed. No further investigation can be performed. As a result, the exact root cause of the reported event cannot be determined. However, infection is a known, possible risk with an incision which is disclosed in the product IFU. The instruction manual for the vascade mvp states "warning do not release the collagen patch if any part of the white marker stripe is showing (e.g. Tissue tract is too short), as this may increase the risk of infection if the collagen protrudes from the skin."

Event description:
After undergoing an unspecified procedure with the vascade mvp, a patient developed a post-procedural infection at the access site and consulted their healthcare provider. No additional information was provided.